Event description:
Per the physician's report, this pt experienced intermittent sound. Integrity testing performed in 2006, was consistent with normal device function. The surgeon explanted the device in 2006, and reimplanted the pt with a new one during the same surgery.